Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted in the esophagus of a patient on (B)(6) 2010. According to the complainant, the stent was implanted within the patient's esophagus on (B)(6) 2010. On (B)(6) 2010, the physician reported to boston scientific that he planned to remove the stent because during an attempt to adjust the stent, the stent suture got caught up on the rat tooth forceps, causing it to be out of position. The physician was able to remove the rat tooth forceps without harm to the patient. It is unclear at this time when or why this manipulation took place. Attempts to obtain additional information/clarification regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient reported to be over 18 years of age.(B)(4) - non-surgical medical intervention planned.(B)(4) for stent positioning issue.since the complaint device was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The dfu instructs the user to remove the stent if the stent position is not correct however, in this procedure the physician repositioned the stent. Based on the evaluation conducted, the most probable root cause is use/ user error.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted in the esophagus of a patient on (B)(6), 2010. According to the complainant, the stent was implanted within the patient's esophagus on (B)(6), 2010. On (B)(6), 2010, the physician reported to boston scientific that he planned to remove the stent because during an attempt to adjust the stent, the stent suture got caught up on the rat tooth forceps, causing it to be out of position. The physician was able to remove the rat tooth forceps without harm to the patient. It is unclear at this time when or why this manipulation took place. Attempts to obtain additional information/clarification regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6), 2010 the following information was reported to boston scientific: the patient presented with a malignant stricture distal to the mid esophagus. The anatomy was difficult due to the lesion; however no pre dilatation was performed. The stent was deployed too distal to the stricture; therefore the physician attempted to reposition the stent. The stent was hard to reposition, and the stent suture got caught up on the rat tooth forceps (as previously reported). A second stent was deployed and the procedure was completed on (B)(6), 2010.